Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for analysis. Visual inspection performed and found that the reported issue of cracked cap threading was confirmed. Error 80 was found during further testing. It is unknown on the cause of the reported issue.

Event description:
It was reported that the device has a cracked cap threading. Device analysis identified error code 80. It is unknown if there was patient involvement.